Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received indicating the patient had skin diffused hematoma all over their body. The adverse event led to a hospitalization from on (B)(6) 2019. In addition, the adverse event led to an antiplatelet treatment. The multiple skin hematoma was probably due to the antiplatelet treatment asymptomatic. The adverse event resolved on (B)(6) 2019. The sponsor assessment determined this as a non-serious, allergic skin purpura. There was a casual relationship to the procedure and dapt; not related to the device.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information received reported purpura.

Event description:
Medtronic received information through clinical study site that skin hematoma. Serious events as not related to the device or procedure. This was assessed as related to procedure and device. Received additional information stating resolutive neurologic symptomatology. Relationship to study procedure was ¿probable¿, and to device ¿not related¿. No action was taken and the adverse event (ae) was still noted as recovering /resolving. The site provided in description ¿multiple skin hematoma probably due to the antiplatelet treatment.¿ ae was not resolved/not recovered. Antiplatelet treatment was changed. P2y12 inhibitor: ticagrelor 180 mg daily dose was stopped and p2y12 inhibitor: prasugrel 5 mg/day was been started . Additional information received noted that the patient had arterial spasm after internal carotid artery catheterism. The patient also experienced a visual blur on the left side starting (B)(6) 2020. No treatment was given. This was not related to the procedure and device. Additional information received reported that the patient's left side vision blur resolved without further treatment on (B)(6) 2020. This was not the result of a device deficiency. The site assessed the visual blur as possibly related to an underlying condition, and not related to the device, procedure, or the disease under study. The sponsor assessed this as possibly related to the procedure, not related to dual antiplatelet therapy, and caused by the device. The patient was undergoing treatment for a saccular aneurysm in the bifurcation branch of the c6 segment of the left internal carotid artery. The max diameter was 8mm, the dome height was 6mm, the dome width was 6mm, and the neck size was 7mm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.